Event description:
It was reported that during a sigma resection procedure, the instrument was fired and the knife did not come back. After manual releasing and opening the instrument not all staplers were formed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Eval summary: the analysis found that one ec45 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.